Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive and the display was frozen. The customer reported that they received battery out limit alarm and failed battery test alarm. The customer's blood glucose was 113 mg/dl at the time of incident. The customer stated that they battery change did not resolved the issues. The customer was advised to put the insulin pump to rest. The customer stated that the insulin pump turned on but the display was still frozen and the time did not change. The customer stated that the battery out limit alarm was unable to be cleared due to keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer is no longer using the insulin pump. The customer stated the health care provider took her off the pump and put her on pills.